Event description:
"Tibial lengthening over intramedullary nails". Author: r. D. Burghardt et al., the purpose of this study was to compare the results and complications of tibial lengthening over an intramedullary nail with treatment using the traditional ilizarov method, 17 patients underwent 19 ilizarov tibial lengthenings. It was documented on the paper that one patient in the matched case group developed axial deviation during lengthening.

Manufacturer narrative:
Results of investigation: it was reported from a literature review that the patient developed developed axial deviation during lengthening. This paper was published in 2016. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed at this time. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The author of this paper stated that this issue is part in parcel with limb lengthening. They occur with all external fixators and are an expected part of the process. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.